Event description:
The ge oec 9800 fluoroscopy sys had image quality issues. A system reboot restored functionality, but image quality problem recurred. Snowy images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the low voltage power supply was below specification and was adjusted above the 5 volt threshold to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.